Manufacturer narrative:
Internal report reference number:(B)(4). Meter was returned. Reported defect not reproduced. No defect found. Test strips could not be tested. Customer is using discontinued/expired products. Most likely underlying root cause mlc-012 product expired. Use/storage-use of expired prod. Note: manufacturer contacted customer in a follow-up call on 04-may-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. The customer does not know his expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 05/30/2015 (expired) and open vial date is unknown. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date not set): (B)(6).